Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use of a bd vacutainer® ultratouch¿ push button blood collection set, there may have been a small laseration in the tubbing causing it to leak while drawing from a patient. No serious injury or medical intervention was reported.